Event description:
The user received an erroneous creatinine result for one patient sample. The initial result from the pre-admission sample was 260 umol/l. The doctor called the lab to have the sample repeated and the result was 61 umol/l. No information was provided to determine if the patient was adversely affected. The lot number of the creatinine reagent was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Due to missing data concerning the patient and the assay reaction, an investigation was not possible. A root cause could not be identified. No adverse events were reported.